Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced an issue with the pump, and the pump went off and did not turn on anymore, at the moment of shaking the pump water came out and found the water inside. The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was performed. Customer reported that pump was exposed to moisture. Fluid was present in pump. Pump did not return to normal function, or fluid was reported under the lcd, or customer reports hearing fluid when shaking the pump. No harm requiring medical intervention was reported. The customer will discontinue use of the device. Mmt-1886 was requested and customer response was the device will be returned.

Manufacturer narrative:
Additional information has been received regarding ngp early battery depletion recall which was not included in the initial report. So, the recall details were updated in sections h7 & h9. The test-p-cap and reservoir locked properly into reservoir compartment during testing. Pump received with a blank flashing display due to moisture damage on the electronic assembly. Unable to perform the functional tests, including sleep current measurement test, active current measurement test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and self-test due to the blank display. The pump was cut open to perform visual inspection and moisture damage was found on the keypad connector on j1/pcba1, j6 connector internal battery, j7 power connector, motor and force sensor during visual inspection. The following were noted during visual inspection: minor scratches on lcd window, scratched case, cracked keypad overlay and cracked retainer. In summary, customer alleged expose to moisture confirmed. Exposed to moisture on battery tube assembly noted during visual inspection. Unable to verify for possible under delivery anomaly due to flank display. Power problem-battery loss unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.